Event description:
It was reported that on (B)(6) 2009 the patient underwent a direct stenting procedure in the saphenous vein graft with one 2.5 x 12 xience v stent. In (B)(6) 2010, the patient experienced chest pain. On (B)(6) 2010, the patient was hospitalized and underwent a coronary artery bypass graft for a total occlusion of the saphenous vein graft to the first obtuse marginal with in-stent restenosis in the first obtuse marginal. The patient's condition resolved and the patient was discharged on (B)(6) 2010. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Used to treat lesion in saphenous vein graft and no pre-dilatation performed. There was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. In this case, it was reported that the xience stent was implanted without pre-dilatation, direct stenting in a saphenous vein graft. It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. Additionally, the IFU also states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, it is unknown if the reported IFU deviation contributed to the reported patient effects.